Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 19-oct-2015, fse conducted follow-up with the customer over the phone to address the reported event. Fse performed troubleshooting with the customer and found that the nut at the bottom of the large syringe was slightly loose. The customer was able to tighten it a small amount. The fittings at the top of the large syringe and the three buffer valves were all noted to be tight with no evidence of leaks. The customer subsequently calibrated the device and the first cup had a good total area (896). All other calibrator total area values were good and quality control (qc) was in range. No further action was required by field service. The most probable cause of the reported event was due to a loose nut at the bottom of the large syringe.

Event description:
On (B)(6) 2015, the customer reported that the g8 analyzer mis-sampled the first test cup during calibration, resulting in low total areas. The calibration was repeated and the same issue reoccurred. The customer stated that the sample probe appeared straight. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.